Manufacturer narrative:
This report is filed on july 08, 2019.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently the device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.